Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had issues with their reservoir. It was reported that the reservoir had air bubbles. The customer's blood glucose level was reported to be 306mg/dl. Troubleshoot was reported to be conducted. It was noted that the customer had rewound pump with reservoir in place. It was reported that the customer was instructed of proper rewind. It was reported that the customer was advised to monitor the device.